Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xt clip was inserted and deployed on the mitral valve. However, immediately after deployment, the clip opened to roughly 20 degrees. Mr was reduced to grade 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported unintended movement associated with clip opening while locked appears to be related to patient and procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.